Manufacturer narrative:
(B)(4): the catheter was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
When the sutureless pump connector was connected to the pump it didn't feel right to the hcp. When he went to rotate it, it felt like it was off a little bit "it didn't seat well". So he disconnected and reconnected a couple times and then the titanium sleeve came out from the catheter. The surgeon was asked if he would prefer to have another pump; he didn't feel that the pump was defective; he felt they maybe the width of the pump connector was off. A new sutureless pump connector was obtained and connected. It still was a little bit of an issue but it did better. There was good csf flow through the cap and no known issues pt wise with medication delivery. There were no pt symptoms associated with the pump connector issue.